Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that all data including patient and orders were visible in the server, the patient and order did not appear on station. A technical support specialist (tss) identified that the registration had admitted the patient with future dates, which prevented the patient from appearing in pyxis station. After the admit date was corrected by registration, users confirmed that the patient and orders were visible. The customer acknowledged the issue was resolved and requested case closure. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system patient and order data was failed to appear. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.